Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of swg insertion difficulty is confirmed. The device was returned with two 0.030in guidewires; the supplied insertion kit only contains 0.025in guidewires. Teleflex does not supply 0.030in guidewires in the iab insertion kits. Therefore, the root cause of the complaint is that the guidewires used with the iab were too large. A device history record (DHR) review was conducted for the lot number with no relevant findings for the insertion kit and supplied guidewires. No further action required.

Event description:
It was reported that "the two guide-wires in the insertion kit were too large for the internal lumen of the catheter balloon. Doctor (B)(6) says to me that the guide wires were the ones in the insertion kit of the balloon."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the two guide-wires in the insertion kit were too large for the internal lumen of the catheter balloon. Doctor alcasena says to me that the guide wires were the ones in the insertion kit of the balloon."